Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that patient's weight was around (B)(6) at the time of the event. Rep tried calling the patient since the event occurred and had not been able to make contact. It appeared that patient's number did not work.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient overdischarged their ins a second time in two weeks. The patient is new to the area and does not like that their cervical system gives them positional jolts. The healthcare provider (hcp) asked that the rep revive the ins and give them new hd programming at 1000 hz. The patient is then to adjust their voltage to comfort. The rep requested that the patient recharge their ins daily for two weeks, and a por was cleared. The rep will call the patient the next week to see if the new programming limits the positional stimulation. The patient stated that they did not comply with their restrictions and their leads should be at c2 and are now at c4. Impedances were normal. The patient is new to the area and isn¿t sure why the leads had migrated. The patient is exquisitely sensitive to the stimulation. The physician has no further explanation and all testing was normal.